Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, at 8:30pm the patient's parent called an ambulance. The patient experienced hyperglycemia, trouble breathing, walking, vomiting and confusion. The bg reading was "high" (which indicated it was 500 mg/dl or greater) and the cgm reading was 131 mg/dl at the time of the event. The paramedics took a bg reading but no value was reported. In the ambulance the patient was treated with IV medication the parent believed to be "fluids" or saline solution. Shortly after 8:30 pm the patient arrived at the hospital where he was admitted into the intensive care unit (ICU). At the ICU they took a bg reading which was 989 mg/dl and there was no cgm reported. An arterial blood gas (abg) test was also taken and showed ph 7.2. At the ICU the patient was treated with IV medication sodium chloride, potassium, and insulin IV. In addition, the doctor prescribed 1g with every meal 4x a day, calcium carbonate, pantoprazole 40 mg 2 times a day. The was patient was admitted to the ICU for 2 days and moved to a room at the hospital on (B)(6) 2025 remaining on the same IV medication. The patient was treated with potassium pills, unknown dosage and frequency. The patient was discharged on the (B)(6) 2025 at 3:00pm. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.